Event description:
Customer reported that the t:slim x2 pump battery would not charge and that a power source alert occurred during the issue. The issue did not lead to a pump shutdown, and there was no impact on the customer¿s blood glucose level. The pump began charging after the caller left the wall adapter plugged into a working outlet for at least 30 consecutive minutes using the original charging supplies, and no further assistance was required.